Event description:
Nim nerve monitoring during total thyroidectomy with nim emg endotracheal tube failure suspected. Tried a new prass probe with no signal. Tried a different nim machine, still no signal. Tried adjusting position of trach tube by anesthesia with still no signal. Tube saved at end of case after extubation, but dr. Had cut the wires to it.======================manufacturer response for nim emg endotracheal tube, nim emg endotracheal tube======================awaiting response